Manufacturer narrative:
(B)(4). If explanted, give date: na (not applicable) device remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens a small crack near the optic-haptic joint was discovered. The lens was not removed as it is believed it will likely have no detrimental effect on the patient's vision. No further information were provided.

Manufacturer narrative:
The pcb00 delivery system was not returned to the manufacturing site for evaluation and the intraocular lens (iol) to date remains implanted; therefore product testing could not be performed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.